Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be "misconnection of supply and return lines". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. Any serious incident that has occurred in relation to the device should be reported to the manufacturer and the competent authority of the member state in which the user and/or patient is established." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air leak alert during the priming of the arctic sun device in a patient requiring active cooling. When priming the machine, the water did not fill up in the pipes of the arctic sun. The water flow rate did not rise higher than 0.8-0.9l/min and therefore the machine did not start. The machine reported "01 patient line open", while upon inspection, no air leakage was detectable. The water level was checked. All connections were verified. The machine was changed, the problem was the same and the alarm remained the same. They change the patches, starting with the upper body and plug the machine back in and the problem was solved. It would therefore appear that there was indeed an air leak, apparently unidentifiable. Our maintenance shop had carried out several tests with their test pad and no malfunctions of the arctic sun device system had been found. The pad used by the service was said to had leaked, but it had not been found. That was air leakage in agp, arctic sun could not perform therapy. Pads exchanged and problem solved. Delay in therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air leak alert during the priming of the arctic sun device in a patient requiring active cooling. When priming the machine, the water did not fill up in the pipes of the arctic sun. The water flow rate did not rise higher than 0.8-0.9l/min and therefore the machine did not start. The machine reported "01 patient line open", while upon inspection, no air leakage was detectable. The water level was checked. All connections were verified. The machine was changed, the problem was the same and the alarm remained the same. They change the patches, starting with the upper body and plug the machine back in and the problem was solved. It would therefore appear that there was indeed an air leak, apparently unidentifiable. Our maintenance shop had carried out several tests with their test pad and no malfunctions of the arctic sun device system had been found. The pad used by the service was said to had leaked, but it had not been found. That was air leakage in agp, arctic sun could not perform therapy. Pads exchanged and problem solved. Delay in therapy.